Manufacturer narrative:
Device evaluation the amphiprion deep pta balloon catheter was received in two segments that were packaged for return in two separated pouches. The proximal segment containing the y-manifold and most of the catheter was received in a labeled pouch. The distal segment containing the balloon chamber and inner guidewire lumen was received in a zippered closure plastic pouch,. A visual audit of the segments confirmed that all components of the amphiprion deep pta balloon catheter are accounted for. The proximal segment separation face exhibits tensile stretch within the proximal balloon bond. The distal segment separation face exhibits tensile stretching within the proximal balloon bond. Cine image review four photographic images were received for analysis. The first two images are of amphiprion deep pta balloon catheters on top of amphiprion deep pta balloon catheters opened labeled pouches. Based on the event description of the damage done to the catheters the first image is of (B)(6) lot: 220282185; the balloon chamber remains intact with catheter. Sanguine fluid is observed in the distal end of the balloon chamber. Due to the quality and clarity of the image it is not possible to identify which pouch the catheter is on. . Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an amphirion deep during a procedure to treat the patient¿s anterior tibial artery and dorsalis pedis. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. No resistance was noted during advancement of the device. The device was not passed through a previously deployed stent. An inflation device was used for balloon inflation. It is reported that the balloon was advanced to the target lesion (dorsalis pedis) and an attempt was made to inflate but the balloon ruptured under nominal pressure. The device was removed with the sheath and replaced with a second amphirion deep. There was no damage noted to the product packaging prior to use. No issues were noted when removing the device from the packaging. IFU was followed and the device was prepped without issue. The device was not passed through a previously deployed stent. An inflation device was used for balloon inflation. It is reported removal difficulties were encountered following balloon inflation. On removal attempted, when the physician pulled the catheter, it is reported the catheter began to stretch and cut. No significant resistance was noted. The distal part of the balloon is reported to have detached from the catheter and remained in the patient after removing the catheter. The physician attempted to remove the detached portion unsuccessfully and referred the patient for surgery. The detached portion was successfully removed surgically. No further injury reported for the patient.